Manufacturer narrative:
The device was returned to the manufacturing site for further evaluation. Reliability engineering evaluated the device and found that the electronic component (opto-coupler) inside the device malfunctioned and was out of order. It was determined that this led to the reported failure. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to manufacturing / process error and false production. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery, it was observed that the blue light emitting diode (led) was flashing on the universal battery charger device. According to the report, charging was not possible. There were no delays to a planned surgical procedure. It was not reported if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.